Manufacturer narrative:
Date of event exact date of type ii endoleak is unknown with currently available information, (B)(6) 2017, when this literature was published, is determined to be the date of event. Date of initial implant and device explant: exact date of initial implant procedure is unknown with currently available information, (B)(6) 2017, when this literature was published, is determined to be the date of initial implant. Also, exact date of device explant is unknown, (B)(6) 2017, initial notification of this event, is determined to be the date of device explant. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, reoperation and surgical conversion. (B)(4).

Event description:
In a literature review, the following information was obtained. Y, noda., et al. "Migration of a false lumen occluder in a patient with chronic aortic dissection." Cardiovascular and interventional radiology. 2017, vol.40. 1807-1808. On an unknown date, a (B)(6) -year-old woman underwent a total replacement surgery of ascending aorta and aortic arch to repair a type-a aortic dissection. On an unknown date, 10 years post the replacement surgery, a type-b descending thoracic aortic dissection was revealed, and the patient underwent endovascular repair of the dissection using a conformable gore® tag® thoracic endoprosthesis (item-/lot numbers are unknown). Pre-implantation measurement of the aortic diameter was 58mm. Intra-procedure imaging revealed a type ii endoleak originating from the intercostal and bronchial arteries and feeding the false lumen through a distal re-entry site. The procedure was concluded with a wait-and-watch approach taken to the endoleak. On an unknown date, 4 months post initial implant procedure, a follow-up computed tomography (CT) revealed the persistent type ii endoleak with aortic diameter of 60mm. The intercostal and bronchial arteries were coil-embolized to treat the endoleak. On an unknown date, 2 months post reintervention, a follow-up CT revealed the persistent type ii endoleak with aortic diameter of 62mm. A non-gore manufactured occluder device was deployed inside the false lumen to exclude blood flow into the false lumen. On an unknown date, 7 months post the latest reintervention, a follow-up study revealed and endoleak as well as proximal migration of the non-gore manufactured occluder device. Aortic diameter had expanded to 74mm. On the same day, thoraco-abdominal aorta was replaced with a surgical graft to treat the endoleak. The patient tolerated the procedure.